Event description:
It was reported that the patient had presented to the emergency room after having experienced symptoms of weakness and presyncope the night before. Interrogation of the patient's implantable pulse generator (ipg) revealed that the right ventricular (rv) pacing lead was failing to capture at the programmed settings. High impedance readings were also observed as well as oversensing during patient movement. The pacing output level was increased however, only intermittent capture was obtained and both pocket and diaphragmatic stimulation were induced. Review of stored device data revealed that a polarity switch due to high impedance levels on the lead had occurred the previous night which corresponded with the time of the reported symptoms. A lead fracture was suspected and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01, device implanted: (B)(6) 2010. (B)(4).